Manufacturer narrative:
The device was not returned for analysis. A review of the production records and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The patient effects of hematoma, pain and pseudoaneurysm are listed in the electronic proglide instructions for use (eifu), as possible adverse event of use of the device. A conclusive cause could not be determined for the reported failure to achieve hemostasis. The unexpected medical intervention appears to be related to be related to circumstances of the procedure. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, air knot (vessel not captured), enlarged arteriotomy or use of device with inappropriate introducer sheath size. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure on (B)(6) 2023 with a large flexnav delivery system. Reportedly, the sutures of two proglide devices were successfully placed. The tavi procedure was completed. Hemostasis was achieved with the proglide sutures; however, there was some tissue tract oozing. A non-abbott device was used to treat the ooze which is reportedly standard procedure when there is "leaking". Six days post closure ((B)(6) 2023), the patient returned to the hospital due to pain in the right leg since discharge and fever. Per reported information, this could be due to the femoral artery pseudoaneurysm post implant. Computer tomography confirmed retroperitoneal hematoma without any sign of infection. A stent was implanted to treat the pseudoaneurysm. The patient was prescribed a pain relief/fever reducing medication to take if pain an fever persisted. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.